Manufacturer narrative:
Additional information: h4, h6 (update codes), h11. H4: the lot was manufactured between november 25-26, 2024. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed which showed white drug powder inside a yellow bag that contained the folfusor device and on the exterior surface of the folfusor device which suggests possible leak may have occurred. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor had signs of leakage in the packaging. The device contained fluorouracil 3950mg in 115ml of sodium chloride 0.9%. This was discovered while the patient was connected, however prior to the infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.